Event description:
The pt was having a laparoscopic sigmoid colectomy. During the procedure the scrub technician and circulating nurse noticed that the enseal laparoscopic tissue sealer had some of the black coating coming off at the end of the product. The instrument was removed and examined by the surgeon. The enseal was not used any further on the case as the surgeon decided to convert to an open procedure. The product has not been used since.